Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported left side device rupture and capsular contracture, baker grade IV. The device has been explanted and replaced with non-allergan brand.

Event description:
Healthcare professional reported left side device rupture and capsular contracture, baker grade IV. The device has been explanted with capsulectomy and replaced with another manufacturer's device. Anatomopathological study also observed ¿mild chronic inflammation¿.

Manufacturer narrative:
Device analysis: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: broken device observed assessed as fold flow opening. ¿ capsular contracture: unable to observe as it is not related to the device. ¿ local reaction: unable to observe as it is not related to the device. As per the investigation procedure, creases, particles and non-penetrating nick was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture and capsular contracture, baker grade IV. Continued e1 phone number: (B)(6).

Event description:
Healthcare professional reported left side device rupture and capsular contracture, baker grade IV. The device has been explanted.

Event description:
Healthcare professional reported left side device rupture and capsular contracture, baker grade IV. The device has been explanted and replaced with non-allergan brand.

Manufacturer narrative:
Photo analysis; visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. ¿ rupture-breast: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ capsular contracture-breast: unable to observe since it is not related to the device. ¿ local reaction-breast: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.